Event description:
It was reported that the handpiece has a broken electrical connector. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the hand piece was returned with the connector broken. However, the instrument could be connected to the gen04 and eeprom data could be collected. Additionally, the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Furthermore, the hand piece no longer meets the specifications for phase margin. Complaint information is trended on a regular basis to determine if further investigation is warranted. While we were unable to determine actual cause for the reported issue, the evaluation revealed that the causes that may contribute to this are: twisting the connector while attaching or removing to/from generator or soak cap; failure to pull sleeve back on connector during release; dropping, stepping on, or running over the connector; soak cap not aligned properly to the connector causing the cap to be jammed onto the connector; tripping on or tugging on cable while attached to the generator; or connector material variation. The batch history records were reviewed with no anomalies noted during the manufacturing process.